Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited shock impedance measurement high out of range greater than 125 ohms. Patient trending indicates a gradual increase to the 190 ohms range was noted. Technical services (ts) discussed troubleshooting and programming options. Subsequently, the lead was surgically abandoned and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.